Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the outer sheath had been fully retracted and the stent had been deployed from the device and was returned. No issues were noted with the deployed stent or inner shaft. It was noted that the outer sheath was kinked at 116 mm distal to the proximal end of the t-bar connector. The stiffening wire was kinked at 2 mm distal to the distal end of the stainless steel shaft. No issues were noted with the movement of the outer sheath. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an inadvertent stent deployment occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous carotid artery. A 8x29, 5f, 135cm carotid wallstent was selected and advanced to the target lesion, however the stent kept getting stuck during deployment. The physician removed the device from the patient and the stent deployed by itself on the table. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that an inadvertent stent deployment occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous carotid artery. A 8x29, 5f, 135cm carotid wallstent was selected and advanced to the target lesion, however the stent kept getting stuck during deployment. The physician removed the device from the patient and the stent deployed by itself on the table. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.